Event description:
It was reported that the lesion was located in the proximal lad. The physician crossed the guide wire and performed pre-dilatation, twice, without any problems. The physician then tried to advance the stent delivery system, but there was calcification at the lmt, and the stent was caught on the calcification. It was difficult to pass over the calcification, but the stent delivery system was pushed to cross the lesion. The guiding catheter disengaged from the ostium. The the guiding catheter was engaged again, and another attempt was made to advance the stent delivery system, but it was unsuccessful. Upon removal of the stent delivery system, it was found that the stent was separated and could not be located. The separated stent still remains in the patient's anatomy.